Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not recharged her ipg in several weeks due to an unrelated hospital stay. As such, the ipg became inoperable. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, at which the ipg was explanted and replaced with a different model.